Event description:
It was reported the patient received inappropriate shocks and the multiple shocks depleted the device battery. Possible premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.